Event description:
Pt called and stated since her hysterectomy on 7/31/1998, suture remains in her body. Pt stated that she experienced pain at the site and suture was removed from her vaginal cavity by physician after 70 days. There are no reported adverse consequences to the pt related to this event.